Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was poor environment and poor source of water. The same day as event onset, the patient was hospitalized for peritonitis. On an unreported date the same month as receipt of this report, the patient was treated with unspecified antibiotics (doses, frequencies and routes of administration was not reported) for peritonitis. Dianeal therapy was ongoing. Thirteen days after the event onset, antibiotic therapy was discontinued and the patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.